Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative (rep) who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient got into ¿bad car wreck, flipped camero 2-3 times¿ in early 2020. Had to have ¿back surgery." Patient is currently wearing back brace and states she has to wear it all the time. Once recovered pt noticed device not functioning as it did before. Patient programmer said cannot deliver desired settings. The patient mentioned the device using more battery than it did before. Lead connection check shows red x at electrode 4. Impedance check shows electrodes 0,6 possible open/short. 4 is red x - do not use. All electrodes show over 31000. The rep reprogrammed around electrodes 0,4,6 and gave the patient two new programs. The issue was resolved at the time of the report. No symptoms were reported.